Manufacturer narrative:
Answers to frequency and severity questions: no, no, yes, no. As the implant has not been returned, co cannot be sure it is a co product. The likely cause of failure is the reported infection, compounded by the patient's smoking. The returned implant was evaluated and found to meet specifications.

Event description:
Implant was placed on 6/19/96. Pt came in on 7/9/96 and implant was loose. Implant was removed on 7/12/96. Dr. Will wait for bone to fill in before another implant is placed. Tooth #5.